Event description:
The patient was immediate post op for emergency coronary artery bypass surgery, left internal mammary artery to the left anterior descending, saphenous vein to first diagonal artery, saphenous vein to the second diagonal artery, and saphenous vein to the posterior descending artery. The IV pump alarmed disconnected chamber on patients admission into room. We tried to reset but could not reset. We disconnected the chamber and clicked it back into place but still would not reset. Had to get another IV pump and placed IV set on it. This was a critical care gtt on a patient that had just came out of or with neo-synephrine (neo) infusing and his bp dropped while trying to get neo restarted.device #1is this a laboratory device or laboratory test?no.